Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure the monopolar curved scissors (mcs) tip cover accessory fell into the patient and was retrieved during the same procedure. The customer confirmed that the mcs tip protector was retrieved using bellay forceps through the robotic trocar. It is unknown whether the monopolar curved scissors (mcs) collided with other instruments during the procedure. The tip protector appeared to be properly installed, with no orange surface visible after installation, and no electrolube or other lubricant was applied prior to installing the tip protection accessory. There were no difficulties removing the instrument and tip protector (no resistance through the cannula and no access issues), and the instrument handle was straightened during removal. The surgical team did not observe any damage to the tip protector, the mcs instrument, or the cannula after the incident. The issue caused a delay of less than 15 minutes, and the patient suffered no harm because the surgeon noticed it immediately.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has not been received for failure analysis evaluation.